Manufacturer narrative:
The customer also complained that the ion-selective electrode (ise) qc 1 was low. The qc improved after the field service engineer's service visit. The investigation reviewed the calibration monitor and the ise check. The data indicates a normal function of the system. After service, no further issues were reported by the customer. Based on the information provided, the event's cause could not be determined.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 8000 cobas ise module (double). The initial low result was identified before reporting. The initial na result was 116 mmol/l.. The repeat result was 130 mmol/l..

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the ion-selective electrode (ise) unit was not fully draining. He then repaired this part. The investigation is ongoing.